Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer experienced an error. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was frozen with an error, and that the power cord bay was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.